Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle of the pen ndl 32ga 4mm 100 bx 1200 ca breaks in injection site during use. Material no: 320144, batch no: unknown . The following information was provided by the initial reporter: verbatim: initial verbatim received email regarding needle break involving a bd nano pen needle. Reached out to pharmacist listed as contact on email. Was told by technician and pharmacist on duty, pharmacist who reported incident is on vacation and will not be returning until (B)(4) 2019. Left case number and phone number for product complaint. Additional information provided in snow on 03/27/19 from phone call on 2019-03-27 16:11:40: spoke with pharmacist who stated: she contacted bd on 03/08/19 regarding issue with consumer. Stated needle break but wife of consumer was able to remove it with tweezers. Stated, consumers hands shake when giving injection. Stated consumer has had multiple needle breaks on injection site but was able to remove them with his wife's help and tweezers. Stated consumer has not gone to doctor and does not plan to go to doctor. Stated consumer reported issue to pharmacy on (B)(4) 2019 but she does not know when needle break occurred. Stated she replaced his nano pen needle with nano pro and consumer has not had issue since. Item: 320144. Lot: unknown.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the pen ndl 32ga 4mm 100 bx 1200 ca breaks in injection site during use. Material no: 320144, batch no: unknown. The following information was provided by the initial reporter: verbatim: initial verbatim received email regarding needle break involving a bd nano pen needle. Reached out to pharmacist listed as contact on email. Was told by technician and pharmacist on duty, pharmacist who reported incident is on vacation and will not be returning until (B)(6) 2019. Left case number and phone number for product complaint. Additional information provided in snow on (B)(6) 2019. From phone call on (B)(6) 2019 16:11:40: spoke with pharmacist who stated: she contacted bd on 03/08/19 regarding issue with consumer. Stated needle break but wife of consumer was able to remove it with tweezers. Stated, consumers hands shake when giving injection. Stated consumer has had multiple needle breaks on injection site but was able to remove them with his wife's help and tweezers. Stated consumer has not gone to doctor and does not plan to go to doctor. Stated consumer reported issue to pharmacy on 03/06/19 but she does not know when needle break occurred. Stated she replaced his nano pen needle with nano pro and consumer has not had issue since. Item: 320144. Lot: unknown.